Event description:
Customer reports observing mislabeled tubing. The "connect to pt" tag was labeled on "pcm" tubing. "Connect to pcm" tag was labeled on t-connector tubing. The report states that the customer observed the mislabeling before use, but customer used device on the pt anyhow via subcutaneous. Customer reports no pt injury.